Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation (a fib), a sureflex steerable guiding sheath was selected for use. The device was opened and the physician noted a visual defect on the dilator tip (media attached). It was further confirmed that the tip had a sharp fragment that seemed snapped from the dilator. Hence, the device was replaced with a non-boston scientific device. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation (a fib), a sureflex steerable guiding sheath was selected for use. The device was opened and the physician noted a visual defect on the dilator tip (media attached). It was further confirmed that the tip had a sharp fragment that seemed snapped from the dilator. Hence, the device was replaced with a non-boston scientific device. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis.

Manufacturer narrative:
The device was not returned for analysis; however, investigation analysis found the reported allegation is confirmed as per the media image provided. The potential root cause cannot be determined with full certainty. A similar defect was recreated during assembly of the dilator into the sheath by inserting the dilator into the sheath at an angle and applying force, the distal tip could be caught on the sheath cap, creating a defect similar to the submitted media image. This was determined to be the most likely cause of damage.